Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2023. The most recent information was received on 10-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of angioedema ("giant urticaria flare-ups") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced restless legs syndrome ("restless legs syndrome"). In 2015 she experienced alopecia ("hair and pubic hair loss"). In 2019 she experienced eczema eyelids ("eyelid eczema"), eczema ("ear eczema") and anosmia ("total loss of smell"). In 2020 she experienced angioedema (seriousness criterion medically important). Essure was removed on (B)(6) 2023. An unknown time later she experienced pain in extremity ("multiple inflammatory-type pain locations progressing in flare-ups: legs, arms, hands, feet"), arthralgia ("multiple inflammatory-type pain locations progressing in flare-ups: neck , elbows"), neck pain ("multiple inflammatory-type pain locations progressing in flare-ups: neck pain"), memory impairment ("increasingly disabling memory"), disturbance in attention ("concentration disorders") and anxiety ("chronic anxiety") and was found to have weight increased ("weight gain (+30 kg) following stopping sport due to suffering repetitive pain in multiple locations"). In 2015, restless legs syndrome had resolved. At the time of the report, the pain in extremity, arthralgia, neck pain and anosmia had resolved. The outcomes for angioedema, eczema eyelids, eczema, alopecia, memory impairment, disturbance in attention, weight increased and anxiety were unknown. No causality assessment was received for essure with regard to pain in extremity, angioedema, arthralgia, neck pain, eczema eyelids, eczema, restless legs syndrome, alopecia, memory impairment, disturbance in attention, weight increased, anxiety or anosmia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105 kg. According to bayer qa, the batch number b150111 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of angioedema ("giant urticaria flare-ups") in an adult female patient who had essure inserted (lot no. B150111). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced restless legs syndrome ("restless legs syndrome"). In 2015 she experienced alopecia ("hair and pubic hair loss"). In 2019 she experienced eczema eyelids ("eyelid eczema "), eczema ("ear eczema") and anosmia ("total loss of smell"). In 2020 she experienced angioedema (seriousness criterion medically important). Essure was removed on (B)(6) 2023. An unknown time later she experienced pain in extremity ("multiple inflammatory-type pain locations progressing in flare-ups: legs, arms, hands, feet"), arthralgia ("multiple inflammatory-type pain locations progressing in flare-ups: neck , elbows"), neck pain ("multiple inflammatory-type pain locations progressing in flare-ups: neck pain"), memory impairment ("increasingly disabling memory"), disturbance in attention ("concentration disorders") and anxiety ("chronic anxiety") and was found to have weight increased ("weight gain (+30 kg) following stopping sport due to suffering repetitive pain in multiple locations"). In 2015, restless legs syndrome had resolved. At the time of the report, the pain in extremity, arthralgia, neck pain and anosmia had resolved. The outcomes for angioedema, eczema eyelids, eczema, alopecia, memory impairment, disturbance in attention, weight increased and anxiety were unknown. No causality assessment was received for essure with regard to pain in extremity, angioedema, arthralgia, neck pain, eczema eyelids, eczema, restless legs syndrome, alopecia, memory impairment, disturbance in attention, weight increased, anxiety or anosmia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.